Event description:
Upon entering the femoral canal the tip of the drill broke and remained in the proximal femur. The case was delayed 40 minutes while the drill tip was fished out of the femur.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device associated with this report was not returned. The initial report stated the product would not be returned. A complaint database search identified similar reports against the provided product code which were attributed to misuse and or product wear out. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.